Event description:
One cor knot device was unable to load the corknot reload. New corknot was opened to complete the procedure. Product had patient contact but no patient harm. Product is available for return. Manufacturer response for lsi cor knot 4mm, (brand not provided) (per site reporter): notified rep who will send return kit.